Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8262041. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a high-pressure CT injection of "iohexol" administered through the intima-ii y 20gax1.16in prn/ec slm leaked at the broken prn during use, leading to "iohexol splash" and CT scan failure, where the patient had to be retested again after two days. The following information was provided by the initial reporter, translated from chinese to english: "it was found high-pressure CT injection of iohexol leakage at prn, prn broken, leaking to iohexol splash and CT scan failure, do again after 2 days. (B)(6) 2019 rep confirmed with staff, operation during injection led prn exploded. Hospital has changed operation mode."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a high-pressure CT injection of "iohexo" administered through the intima-ii y 20gax1.16in prn/ec slm leaked at the broken prn during use, leading to "iohexol splash" and CT scan failure, where the patient had to be retested again after two days. The following information was provided by the initial reporter, translated from chinese to english: "it was found high-pressure CT injection of iohexo leakage at prn, prn broken, leaking to iohexol splash and CT scan failure, do again after 2 days. (B)(6) 2019 rep confirmed with staff, operation during injection led prn exploded. Hospital has changed operation mode".